Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed, as the receiver shutdown when the usb was connected to the charge/dowloand tool. A receiver boot test was performed and passed, as th receiver only boots up when center button is pressed. Functional tests were not performed as the receiver shutdown when the usb was connected to the charge/dowloand tool. An internal visual inspection was performed and passed. The receiver log was not downloaded for review as the receiver shutdown when the usb was connected to the charge/dowloand tool. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.